Event description:
During cataract surgery, flakes of corrosion from the I/a handpiece were flushed onto the external surface of the eyes. Attempts were made to remove all flakes. Subsequent examination indicated that four small flakes had migrated into the anterior chamber and were retained.